Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
The following was obtained during clinical assessment. Redness or swelling was identified at or around the central line insertion site. Dl powerpicc inserted in the upper arm." It was reported this occurred with 2 devices. This report addresses the first device.